Event description:
The customer reported to olympus that about 5 minutes after starting up and supplying air, the high flow insufflation unit front panel disappeared and an error sound occurred. Turning off and on the power a few times cleared it up, but it occurred again after a while. There was video data when the problem occurred. The issue was found when checking the device that was returning from the repair due to the same issue that was not reproduced during the repair (without repair). There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a sensor failure on the printed circuit board. As a result of checking the log, it was found that e03 had occurred 10 times in the past and that the pressure sensor was out of order. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified.  Olympus will continue to monitor the field performance of this device.